Event description:
It was reported that the patient was on 40 mg rosuvastatin on (B)(6) 2022 but stopped on (B)(6) 2022 due to elevated liver function tests. Aspartate levels were 153 on (B)(6) 2022 and 303 on (B)(6) 2022, with both values being 3 times greater that limit of normal. The patient experience tremors on the night of (B)(6) 2022. The rehabilitation team discussed that the patient was endorsing some hemibalismus activity but none were seen on the exam. The team discussed and stated not true findings of stroke per progress note on (B)(6) 2022, when the patient showed more confusion. The patients balance became worse. Immediate hematocrit, chest radiography, complete blood count, and urinalysis was ordered. There was no change on exam and no focal neurological deficits except for tangent responses at times. On (B)(6) 2022 the patient had an episode of bloody diarrhea. The patient had two episodes for loose brown bowel movements followed by a liquid brown bowel movement containing red blood. There was no melena or foul odor and there was no colace or miralax. It was confirmed that the patient had a history of internal hemorrhoids. The blood was noted in bowel movements earlier in the month with stable hemoglobin/hematocrit values. A clostridioides difficile sample was sent and found positive. The patient was started on vancomycin by mouth and repeat blood cultures were in progress, plans were made for the patient to go home on constant supervision, the hematocrit, chest radiography, complete blood count, and urinalysis tests remained negative.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: previous driveline infection was reported under MFR # 2916596-2021-07465. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events (neurologic dysfunction, bleeding, and hepatic dysfunction) could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists neurological events (not stroke-related), bleeding, hepatic dysfunction, and infection as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. Additionally, the IFU provides care instructions in regard to preventing infection and provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that both computed tomography done on 21jan and 22jan showed no acute intracranial abnormalities and process. The patient was restarted on rosuvastatin upon discharge to inpatient rehab. The patient was discharged on (B)(6) 2022 due to elevated liver function tests. On (B)(6) 2022 the patient was changed to cefazolin from daptomycin due to hepatic enzyme increase. The antibiotics were for a previous driveline infection.

Event description:
Additional information: the patient had hemorrhoidal bleeding on (B)(6) 2022 thought to be due to constipation. The patient was on senna, miralax (polyethylene glycol 3350), and colace (docusate sodium). Bowel movements on (B)(6) 2022 contained blood. Hematocrit and hemoglobin remained stable. Diarrhea with bright blood was seen on (B)(6) 2022. Clostridium difficile was positive on (B)(6) 2022 and vancomycin was started. Blood cultures were negative and the patient would be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists neurological events (not stroke-related), bleeding, hepatic dysfunction, and infection as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. Additionally, the IFU provides care instructions in regard to preventing infection and provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.